Event description:
It was reported that: "device fell apart on deployment. Physician was able to hold pressure and use another device and outcome was successful. Additional information states that there was moderate resistance felt when attempting to advance the bypass tube."

Manufacturer narrative:
(B)(4). The customer report of a manta sheath falling apart was able to be confirmed through investigation of the returned sample. Visual analysis revealed that the sheath hub/tube was disconnected from the sheath housing. Stress marks and deformation were noted on the sheath hub clips. This damage is indicative of friction, tension, or undue force applied to the sheath hub. The components were reassembled, and the connection was secure. The returned components passed all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Additional information provided by the customer reported that "moderate" resistance was encountered when introducing the bypass tube. This issue cannot be functionally replicated as the components were disengaged when the unit was returned. The button valve was observed to be pierced correctly. A CAPA was previously initiated under teleflex's quality systems for bypass tube resistance that was attributed to a supplier manufacturing deficiency and the corrective actions were implemented. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. Furthermore, it is likely that the customer experienced resistance during advancement of the bypass tube and continued to apply force, leading to damage to the device. The IFU states "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." Based on the customer report and the sample received, a combination of manufacturing deficiency and unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for events of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "device fell apart on deployment. Physician was able to hold pressure and use another device and outcome was successful. Additional information states that there was moderate resistance felt when attempting to advance the bypass tube."